Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. This was continuously drawn when the dilator was inserted. To solve the issue the sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. The sheath failed leak and aspiration testing. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This malfunction was identified to be the cause of the allegation. The reported clinical observations were confirmed by the analysis results. Correction to the initial MDR in block g2 report source and report source (other).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. This was continuously drawn when the dilator was inserted. To solve the issue the sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.